Manufacturer narrative:
Other applicable components are: product ID 37085-60 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2017 product type extension product ID 37085-60 lot# serial# (B)(4)implanted: (B)(6) 2011 explanted: (B)(6) 2017 product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a representative regarding a patient who was implanted with a neurostimu lator. It was reported there was an infection, which resulted in an erosion. Environmental/external/patient factors that may have led or contributed to the issue was a recent implantable neurostimulator (ins) replacement. No troubleshooting had been performed. The ins and "extension leads" were explanted. The patient status was alive with no injury. No further complications were reported/anticipated.